Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier: complete sid's: for 1st patient: (B)(6); 2nd patient sid = (B)(6).

Event description:
The customer reported a false positive architect sars-cov-2 igg on a (B)(6) yr old asymptomatic white male patient. Results provided: on (B)(6) 2020 sid (B)(6) = 4.13 / 4.09 index (> or = 1.4 index is positive), same sample run on (B)(6) 2020 by hama = 4.03 s/co; new sample on (B)(6) 2020 sid (B)(6) = 4.02 index; on (B)(6) 2020 on beckman access = 0.01 s/co (negative), edi novel coronavirus covid-19 igg elisa = 0.17 od (negative). Additional asymptomatic patient sid (B)(6) = 2.29 / 2.23 index, beckman access = 0.02 s/co (negative), eliza eda = 0.160 o/d (negative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely positive results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. Return samples were tested and aligned with the results obtained by the customer. Performance testing for reagent lot 16020m800 was completed. Device history record review on lot 16020m800 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Performance specificity testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16020m800 was identified.